Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a valve replacement procedure, the external pulse generator (epg) was attached to the patient. The day the patient returned from the ICU (intensive care unit) to the general ward, the patient was placed under observation at the hcu (high care unit) next to the staff station. During this time, the patient changed the pacing rate setting of the epg by operating the dial, and eventually the patient went into ventricular fibrillation (vf) and CPR (cardiopulmonary resuscitation) and external defibrillation needed to be performed. An external shock was delivered and vf was terminated. After the back-up rate was set to 60 ppm, the patient regained their own pulse, and pulse pressure was confirmed. Following cardiac massage, the treatment was completed. It was verified that the patient had pulled the infusion stand close to themselves and removed and pulled a part of the covering of the pacemaker. By doing so, the plastic cover to protect the controls should have been slid, enabling the patient to operate the dials easily. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.